Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in the pulmonary valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the embolization is unknown. However, patient factors (previous pulmonary valve surgeries and large annulus) may have contributed to the embolization. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, a 29mm sapien 3 valve and commander system were prepped for a pulmonic case. 33cc was used under rapid pacing to inflate the balloon. Once the balloon deflated the valve migrated. Another 33cc was used and the valve migrated again. Thirty-five (35) cc was used to inflate but the valve migrated into the right ventricle. The patient was taken into surgery. The 29mm sapien 3 was removed and a surgical valve was placed. The patient was discharged and reported as "doing fine".